Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. Surgery was completed with another lens.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic is torn off and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.